Event description:
A (B)(6) pt with a history of falls was assessed at high risk to fall as well as high risk for injury; tabs bed alarm placed on bed from day of admission to medical unit on (B)(6) 2011. On (B)(6) 2011, the pt fell in the hallway on the medical unit; pt sustained right femoral neck fracture from the fall. Rn reported tabs bed alarm did not alarm to her phone to alert her that the pt was attempting to get out of bed. The pt was taken to the operating room (B)(6) 2011 for hemiarthroplasty of his right hip; pt tolerated procedure well and was discharged to a short term rehabilitation facility (B)(6) 2011.

Manufacturer narrative:
On 12/7/2011, (B)(4) received a tabs professional monitor model # 25223, a tabs disposable pt specific pad model # 26300, and nurse call "y" adaptor p/n 0707-421. User facility requested that all items be returned for quarantine and further investigation. During inspection/testing of the products, (B)(4) found the following: the product was tested operationally and performed according to MFR's specs. Monitor alarmed properly and output signal was found through nurse call adaptor. Complaint was of the monitor not alarming through the nurse call system to the rn's phone. (B)(4) is unable to evaluate the nurse call system, and is not the MFR of the rawland nurse call system associated with this event. Although the nurse call adaptor functioned according to MFR's specs, one of the plug mounts was returned loose from the outer housing. (B)(4) could not replicate a failure or intermittent failure of the adaptor to transmit an alarm signal. Stanley informed customer not to put nurse call adaptor back into service because of damage to the plug. Disposable pt specific pad was returned to (B)(4) folded, which may cause improper functioning of the pad. Customer was informed not to put the pad back into service due to the observed fold.